Event description:
It was reported that the patient was seen in clinic as this pacemaker system triggered a lead safety switch (lss). The patient is dependent on this device. Additionally, there were some events of oversensing of noisy signals marked as non-sustained ventricular tachycardia (nsvt) with pacing inhibition. Right ventricular (rv) pacing impedance measurement of 1978 ohms were noted. At this time, this pacemaker and non-boston scientific rv lead remain in service. The patient is to be admitted for lead revision procedure. There were no adverse patient effects reported. Additional information received indicated that the non-boston scientific rv lead was surgically abandoned due to lead fracture. A new rv lead was successfully implanted. No additional patient adverse effects were reported.